Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with sling procedures and is noted as such in the sling instructions for use (IFU). Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the sling IFU was reviewed. The patient symptom of urinary incontinence was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient implanted with this sling experienced recurring urinary incontinence; it is uncertain if it was a boston scientific device. To treat the clinical symptoms, an artificial urinary sphincter implant was performed. The patient is expected to fully recover.